Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from (B)(6) 2015: the reporter clarified that it is the policy of the facility that anytime an incident occurs, the end user is transported to the hospital to verify that no injuries occurred. It was clarified that the end user was not hit on the head at ay time, but fell to the floor. It was reported that the end user did not want to go to the hospital, as there were no injuries per the end user. Per the facilities policy, the end user went to the hospital to verify there were no injuries. It was reported that the hospital verified that the end user did not sustain any injuries due to the incident. When the patient was using lift, the bolt & nut that connect the swivel bar to the boom came loose. The patient dropped to floor and swivel bar hit the patient's head. The patient was taken to the hospital and no alleged injuries.